Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for pre-discharge check, the analysis revealed loss of capture on the left ventricular(lv) lead. The x-ray revealed lead dislodgement. The dislodgement was predicted due to patient anatomy. The lead was explanted and replaced in different vein without any complications. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.